Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the middle cerebral artery (mca) using a penumbra system jet 7 reperfusion catheter (jet7), a non-penumbra sheath, and a non-penumbra stent retriever. During the procedure, while advancing the jet7 through the sheath, the sheath kinked due to an arch angle and calcification of patient¿s anatomy. Subsequently, the physician decided to remove the jet7. However, while retracting the jet7 from the sheath, the jet7 became caught in the kinked sheath and fractured. Therefore, the physician pulled the fractured jet7 out of the patient. After removal, it was noticed that the jet7 was unraveled. The physician continued the procedure using a stent retriever; however, the stent retriever broke due to the difficulty of the vasculature. Therefore, the thrombectomy procedure was aborted. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the length of the returned jet7 was approximately 23.0 cm; therefore, the device was fractured approximately 109.0 cm from the hub and the internal coil winds were unraveled. The proximal fractured segment was not returned for evaluation. Kinks were present approximately 5.0 ¿ 7.0 cm and 21.0 cm from the distal end. Conclusions: evaluation of the returned jet7 confirmed that the device was fractured, and the internal coil winds were unraveled. If the device is forcefully retracted against resistance, damage such as this may occur. Based on the reported complaint, the kinked non-penumbra sheath likely contributed to the resistance experienced during the procedure. Further evaluation revealed kinks. These kinks may be incidental to the reported complaint. The jet7 proximal fractured segment was not returned for evaluation. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.